Event description:
It was reported that the patient experienced extreme pain in her groin region following her spine/hip surgery and she believes it may have been caused by the way she was secured to the perineal post. She explained that she has had multiple follow-up tests & visits with this dr. (And other doctors/specialists) and has also been on medication to help with the pain, but believes she may have permanent nerve damage.

Manufacturer narrative:
No information was obtained after multiple attempts to initiate communication with the hospital where the adverse event is suspected to occur. Thus the cause of the injury remains inconclusive as there are not enough details to investigate and reach a conclusion.

Event description:
It was reported that the patient experienced extreme pain in her groin region following her spine/ hip surgery and she believes it may have been caused by the way she was secured to the perineal post. She explained that she has had multiple follow-up tests & visits with this dr. (And other doctors/ specialists) and has also been on medication to help with the pain, but believes she may have permanent nerve damage.